Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient check, high capture threshold was observed on the lv lead due to lead dislodgement. Patient was asymptomatic. Lead was explanted. Patient was stable post procedure. Patient will continue with routine follow up.